Manufacturer narrative:
(B)(4)

Event description:
Same case as: 2134265-2010-04439. It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. Access was obtained through the left femoral artery. The 6x200mm, 80% stenotic, eccentric shaped, de novo lesion was located in the non-tortuous and severely calcified left superficial femoral artery. The plaque looked sharp and hooked downwards. The physician advanced a 6.0x60/80 sterling balloon to the lesion and inflated the balloon four times from 14atms to 18atms for approximately five seconds on each inflation. On the fifth inflation the balloon was inflated to 14atms and the plaque was not dilating so the pressure was increased to 18atms and the balloon ruptured. The physician then advanced another 6.0x60/80 sterling balloon to the lesion and inflated the balloon seven or eight times. On each inflation the balloon was inflated to 14atms. On the last inflation the balloon was inflated between five to ten seconds and the balloon ruptured. The device was removed intact. Procedure was completed with another 6.0x60/80 sterling balloon. No patient complications were reported and the patient's status is stable.

Event description:
Same case as: 2134265-2010-04439. It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. Access was obtained through the left femoral artery. The 6x200mm, 80% stenotic, eccentric shaped, de novo lesion was located in the non-tortuous and severely calcified left superficial femoral artery. The plaque looked sharp and hooked downwards. The physician advanced a 6.0x60/80 sterling balloon to the lesion and inflated the balloon four times from 14atms to 18atms for approximately five seconds on each inflation. On the fifth inflation the balloon was inflated to 14atms and the plaque was not dilating so the pressure was increased to 18atms and the balloon ruptured. The physician then advanced another 6.0x60/80 sterling balloon to the lesion and inflated the balloon seven or eight times. On each inflation the balloon was inflated to 14atms. On the last inflation the balloon was inflated between five to ten seconds and the balloon ruptured. The device was removed intact. Procedure was completed with another 6.0x60/80 sterling balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: returned product consisted of an over-the-wire (otw) sterling balloon catheter with no other devices. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was approximately 43mm long. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).